Manufacturer narrative:
The pump was received with no button response due to lcd keypad connector unlocked. There were minor scratches to lcd window, cracked case near display window corners, cracked reservoir tube lip. The displacement test was unable to be conducted due to keypad anomaly. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are unresponsive. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.